Event description:
An ophtalmologist reported to our office that she met a pt (gender unk) who experienced a corneal abcess while including optic 2000 multi-purpose solution in her contact lens regimen. Repeated attempts have been made to obtain pt, treatment, outcome and lot number information from the reporter; no response. No further information is available or expected.